Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was receiving lioresal at an unknown concentration with an unknown daily dose via an implantable pump for intractable spasticity. It was reported that there was decubitus on the scar from the incision on the patient¿s back and a reddened area next to it. The date of onset for the decubitus and reddened area were asked but were not made available to the manufacturer. There was no troubleshooting or diagnostics performed related to the event. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient¿s dose was being decreased by a healthcare professional to take the pump system out. It was stated ¿they think there is an infection.¿ the issue was not resolved at the time of the report. The patient¿s status was stated as ¿alive ¿ no injury.¿ surgical intervention did not occur; it was planned but not scheduled. The patient¿s medical history and concomitant medications were asked but were not made available to the manufacturer.

Manufacturer narrative:
Other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-apr-28 reported the original pump and catheter were removed due to infection on (B)(6) 2017. It was noted a new pump and catheter were implanted. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-feb-15 from a manufacturer representative reported it was unknown when the patient first started experiencing the described decubitus on scar of incision on back and reddened area next to it. Rep called healthcare professional (hcp) on this to get more information and hcp thought there was an infection next to what he they thought might be the pump catheter. Patient then saw another hcp and began reducing dose to get pump taken out. It was noted they do this when there is an infection. Rep did not have an blood work data or cultures to confirm the confection. It was unknown what troubleshooting/diagnostics were performed. It was noted healthcare professional was supposed to explant the pump. The cause of the decubitus on scar of incision on back, reddened area next to it, and the thought of infection was unknown as the patient lives in a nursing home. It was unknown if the pump system had been removed and/or replaced, and rep reached out to ask. It was unknown if the issue was resolved as rep never saw the patient. It was later reported that another rep did not have information or know anything about this patient. It was noted that rep found out pump got removed (B)(6) per healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.